Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the controller battery is not holding a charge. Patient stated the last couple days they charged the controller fully and when they got to 50% the controller said battery depleted, recharge controller. Patient also said the recharger is getting very hot which it has never done before. Patient did not have equipment with him at the time of the call. Patient will call back with equipment for further troubleshooting. Agent was not able to get the sn as pt did not have equipment. Additional information was received from patient stating they have their equipment with them. Agent instructed patient to check for damage. No visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed a green solid light. Controller showed 100% and implant 30%. Patient mentioned when they were charging their implant over the weekend noticed the controller and the recharger relay box felt hot. Patient mentioned even though their controller had a full charge when charging their implant the controller shut off and said battery depleted message. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "stuck on checking the recharger screen" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.